Event description:
It was reported that on unknown date, the sales rep stated that the lefort-I plate and guide fit/functioned perfectly. The intermediate splint also fit fine. However, the patient¿s final occlusion was open 8mm on the patient¿s right molar region after removing the final splint which was not expected. The consultant also mentioned that the surgeon struggled with placing positional screws in the mandible and most likely caused the malocclusion. And told the surgeon that they would investigate the design and manufacturing of the splint to ensure things were done correctly on their end. It is unknown if there was a surgical delay. Procedure and patient outcome were unknown. This report is for one (1) unk - screws: trauma. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4 ¿ 510k: this report is for an unk - screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.